Event description:
It was reported that the customer had normal blood glucose levels of 76 mg/dl. The customer reported a failed battery test alarm from the insulin pump. A new battery cap for the insulin pump was shipped to the customer. The customer reported a battery out limit alarm on the insulin pump after installing a new aaa alkaline battery at room temperature. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, and off no power test. No unexpected low battery alarm, failed battery alarm, battery out limit alarm or blank display were noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.